Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range. The customer had been treating her hyperglycemia with insulin but at one point she felt the onset of hypoglycemia and suspended her insulin pump. She then lost consciousness due to a low blood glucose event. Her doctor increased her celexa from 40 mg to 80 mg. The customer has also begun to have more frequent low blood glucose events. The patient's current blood glucose is 49 mg/dl. She treated with 8 ounces of orange juice, watermelon, and a piece of cheese. Troubleshooting was initiated for the insulin pump. The customer mentioned she had dropped the device in the toilet but the device still functioned normally. The drive support cap appeared normal. An MRI occurred, but the insulin pump was placed away from the machine. A displacement test was performed and the device passed. The customer was advised to monitor her insulin pump and blood glucose values. No product were returned or replaced.